Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). Reporting address line 1 (B)(6). A philips remote service engineer (rse) provided the customer with a replacement speaker assembly that was ordered and shipped to resolve the issue. A good faith effort (gfe) response confirmed there was no sound at the time of the event. Based on the information available, the cause of the reported problem was confirmed to be the speaker assembly. The reported problem was confirmed. If additional information is received the complaint file will be reopened. No further investigation or action is warranted at this time.

Event description:
It was reported there was a speaker malfunction. It was confirmed there was no audio coming from the unit. The device was not in use on a patient at the time of event, there was no adverse event reported.